Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting procedure balloon withdrawal resistance was experienced. The index procedure treated a 3.0x18mm lesion of the de novo, severely calcified, 60% stenosed mid lad (left anterior descending). Treatment consisted of predilation, placement of three overlapping taxus liberte drug eluting stents (3.0x12mm, 2.5x8mm, and 2.75x12mm), and post dilation resulting in 0% residual stenosis. Moderate balloon withdrawal resistance was reported with the 3.0x12mm taxus liberte drug eluting stent. No action was required as a result of this event and there were no patient complications.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of this event is unknown. Product unavailable for analysis.

Event description:
Additional information: same case as MFR report #: 2134265-2010-00462, -00463. The lesion was a b2 bifurcation of the proximal lad. Predilation was performed with a 3.0x12mm maverick2 balloon and post dilation was performed with a 3.0x12mm quantum maverick balloon. Angiography showed a grade a dissection and side branch occlusion. The patient was discharged on aspirin and clopidogrel. The patient was alive and taking aspirin and clopidogrel at the six and 12 month study follow ups.

Manufacturer narrative:
(B) (4)